Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11-d4: UDI (B)(4).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen touch was severely off. The customer informed the remote service engineer (rse) that the touch position was severely off and that the bottom half of the touchscreen would not recognize touch. The customer was unable to successfully perform a touchscreen calibration. The rse provided the customer with the part information of the touchscreen to order a replacement. This investigation is ongoing.